Event description:
Reporter stated, "on three different occasions, the cement mixing and setting felt inconsistent to the surgical technician. Sales rep was not present." There was no adverse consequence for the pt or delay in surgery or anesthesia time.